Manufacturer narrative:
Quality was unsuccessful in securing the device for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 1911131. The most likely root cause of the event cannot be determined at this time. If the device or additional information is received, quality will re-evaluate this event in accordance with procedures.

Event description:
According to the available information, tubing frayed/broke near right cylinder.